Event description:
A report was received that the patient's pocket site incision from the last revision (MFR report #: 3006630150-2013-01967) was not healing. The physician stated that the patient was historically been a poor healer. The patient underwent an explant procedure for the ipg and was doing well post-operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.